Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed excessive no delivery alarms. Customer previously called and also changed out the entire site. Customer's blood glucose was 441 mg/dl at the time of incident. Customer was advised to monitor the pump and call back if further issues.